Event description:
The complainant reported that during an aortagram procedure, the rotator blew off of the stopcock at 900 psi. This occurred two times during the same procedure. There was no harm or injury to the patient or clinicians reported. (This report is for the second suspect device. The first device is reported on MDR # 1721504-2009-00002).

Manufacturer narrative:
Evaluation: conclusions: a follow-up report will be submitted when the device evaluation has been completed.